Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were not reported. The stent grafts were implanted and the final angiogram revealed no disruption of blood flow or endoleaks. It was reported that a film four days post-operative revealed that the 5th stent ring on the stent graft did not maintain its original shape. This could just be due to our angle and deployment. The patient is being monitored by the physician. No additional clinical sequelae were reported. Review of a single returned still angiogram image (without contrast) at implant shows the bifurcate deployed with the contra gate opened. The contra limb has not been implanted. Spring 5, at the bifurcate flow divider, appears to not have completely opened on the contra (left) side; it is slightly compressed relative to the other stents. The cause could not be determined; the stent may have been compressed externally by thrombus or calcification. Images pre-implant or post-contra limb implants (with contrast) were not provided; therefore, the aneurysm morphology and final stent graft in-vivo position could not be assessed.

Manufacturer narrative:
(B)(4). Evaluation methods: (film). Results and conclusion: (cause of event unknown).